Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that a malfunction alarm occured after the customer reloaded the cartridge and start the continuous glucose monitor (cgm). The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 280-287 mg/dl range.